Event description:
Balloon would not deflate to remove urinary catheter. Upon trying to remove water from urinary catheter balloon to remove from pt's bladder, the balloon would not deflate; therefore laparoscopic incisional hernia repair.